Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the shocking resolved after the MRI ended. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The hcp reported that the patient had an MRI of the neck today and failed to disclose that she has an ins. The patient felt shocking and the caller ended the test. The shocking was described as sudden. The hcp stated that they will direct the patient to follow up with their managing physician. No further complications were anticipated/reported.